Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va1t5by, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1t5by, ubd: 19-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states that he lost a lot of weight and that caused the wires to move and the device never helped with his symptom control again. Caller states that these issues started about (B)(6) 2020 and was schedule for a replacement surgery in (B)(6), but revision moved to (B)(6) due to covid-19. No further complications were reported or are anticipated.